Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and severely tortuous iliac artery. This 8.0x20, 80 wanda balloon catheter was selected and ruptured at 10atms upon the 2nd inflation (1st inflation: 10atm). The device was removed from the patient intact. The procedure was continued with another wanda balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).